Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified malfunction alarm occurred. Customer reset the pump and turned pump on/off. Malfunction cleared and a data alert occurred. Customer confirmed no settings or profiles had been deleted. Customer cleared alert and reportedly, resumed pump therapy. Customer's blood glucose was 200 mg/dl.